Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 physical sample and 1 photo submitted for evaluation. The reported issue of leakage past stopper was not confirmed upon inspection of the samples. Analysis of the sample showed that no defects were observed in the photo nor the physical samples. All physical samples were leak tested an found to have no leakage observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak leakage it was reported by customer that the several syringes in this batch leak at the plunger. They are not airtight and are therefore no longer sterile. Verbatim: rcc received a complaint via email. Email(s) attached. Cat# of product being complained: bd309703 description of product: syringe tray 5ml ll st sp=pk 25ea/pk 12pk/ca lot or s/n(B)(6) complaint category: leaking reportable: no incident date: (B)(6) 1980 details of complaint (reported issue): several syringes in this batch leaked at the plunger. Additional information will be sent via separate email. Please note: incident date unknown. Several syringes in this batch leak at the plunger; they are not airtight and are therefore no longer sterile. Complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: no qty affected: 1 pk samples available? No is customer requesting an rga? No customer response on 11-dec-2025. 1. Please confirm if the piston is damaged or improperly fitted? No to my visual analysis 2. Was the leak caused by damage to the piston? No to my visual analysis if we look closely at the image, we see liquid in the piston. I have in my possession 4 copies of the concerned syringes (defective)